Event description:
It was reported that the heater line of a cassette disconnected from the heater bag and the bag was draining out. This occurred during the dwell phase of peritoneal dialysis therapy. The patient was connected at the time of the disconnection. The technical services representative assisted the patient to end therapy and advised the patient to complete therapy by starting over with all new supplies. During follow up with the patient, there was nothing unusual noted with the supplies or the connection to the heater bag. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed.  Should additional relevant information become available, a supplemental report will be submitted.